Event description:
In 2008, the patient reported that he has used 7 insulin cartridges from his current box and 4 of them have been leaky. He stated that insulin begins to leak from the bottom of the insulin cartridge after it is filled half way. He stated that he lubricates the inside of the insulin cartridges by pulling the plunger in and out two times and he does not pull the plunger completely out of the cartridge. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.